Event description:
It was reported that the canopy did not remain in place and hit a caregiver on the head. The caregiver alleged she may have received a concussion as a result of the event. A request for further information surrounding the event has been made.

Manufacturer narrative:
After investigation, the cause of the canopy not remaining in the upright position, which caused an injury to a caregiver, was not alleged to have been due to a defect with the product, but rather, the lack of locking mechanism on the account¿s topper.

Event description:
It was reported that the canopy did not remain in place and hit a caregiver on the head. The caregiver alleged she may have received a concussion as a result of the event. A request for further information surrounding the event has been made.